Event description:
A customer observed negatively biased vitros phyt results on a quality control fluid analyzed on a vitros 5,1 fs analyzer. Biased patient results of the magnitude and direction observed may lead to inappropriate physician action if undetected. There was no allegation of patient results affected or patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event concludes that biased results observed by the user were most likely caused by an out of specification setting of the immunowash metering assembly on the instrument. An ocd service engineer visited the site and adjusted the immunowash assembly. The analyzer has been returned to normal operational status.